Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had alarmed unexpected restart and external ram crc error twice. Customer stated the device resets after every battery change. Customer's blood glucose was 167 mg/dl. Alarms did not occur during the rewind or prime sequence. Cleared alarms and reprogrammed the device. Normal bolus was administered to the air and amount did record in the bolus history. Temporary basal was not programmed before the alarm occurred. Self test was performed and device passed. Customer was advised to discontinue use of the device. No further information reported.

Manufacturer narrative:
The insulin pump passed the self test and a21 error test. No a17 alarm, a21 alarm, reset anomaly or lost sensor alarm anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.